Event description:
The customer reported that the system repeatedly displayed a precharge voltage error message when trying to boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was identified as being defective. No conclusion can be drawn as repair info is unavailable at this time.